Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the hemolysis was unable to be determined as limited clinical details were provided and no product and data were returned for review. As the necessary information was not provided, the root cause of the thrombus and the vt/vf (afib ablation) was not determined. The root cause of the vascular damage was unable to be determined as limited clinical details were provided and no product & data were returned for review. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
Section b5 and h6 were updated as per additional information received.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening ventricular tachycardia with a "possible" relationship to the impella device used: ¿patient had pmh of vt. Patient had vt overnight on (B)(6) 2024. Limited echo imaging repositioned impella. Patient continued on amiodarone drip. It was reported that the patient/event has not recovered/not resolved.

Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. Product was not returned for review. The root cause of the hemolysis was unable to be determined as limited clinical details were provided and no product & data were returned for review.

Event description:
The user facility reported a 70-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, there was unresolved/undetermined cause of suspected hemolysis. The patient had an extremely high plasma free hemoglobin (3800) result. The impella's position was verified. The physician decided to explant the pump and replace it with another 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have also endured an ischemic bowel with a "probable" relationship to the impella device. This was discovered via a CT scan after the patient had complained of abdominal pain and not having a bowel movement in "2-3" days. The surgical team was consulted and the small bowel resected and a laparotomy was performed. While completing an anastomosis for the bowel resection, the patient endured cardiac arrest. CPR was performed, pressors given until adequate oxygenation and circulation was restored. The device was exchanged "shortly after." Lastly, a thrombus was found lodged within the surgical graft being used to place the impella device, during removal. This allegation was made with a "definite" relationship. The thrombus was removed.

Manufacturer narrative:
Additional information was received via abiomed's abiomed¿s long-term outcome and quality indicator impella registry and added to section b(5), with additional coding in h(6). Upon investigation closure, a supplemental MDR will be filed.